Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting elevated threshold measurements and a shocking impedance measurement of 80 ohms in triad configuration. A revision procedure was performed, a new device was placed in the pocket and the lead was inserted into the device. During the suturing of the device, shocking impedance was greater than 125 ohms in triad configuration and 112 ohms in single coil configuration. Next, the lead was disconnected and re-inserted into the original device which produced a shocking impedance measurement of 80 ohms. The decision was made to remove the first replacement device and another replacement device was provided. However, shocking impedance measurements were still greater than 125 ohms in triad configuration and 109 ohms in single coil configuration. Therefore, this additional replacement device was not implanted and the lead was removed from service and surgically abandoned. A third device and a replacement defibrillation lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This product issue will be updated if additional information is received.